Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 18 years since the subject device was manufactured. Based on the results of the investigation, since the subject device was not returned for evaluation, the issue could not be confirmed. Therefore, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿inspection of the endoscopic image¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned for evaluation. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative reported on behalf of the customer that during the esophagogastroduodenoscopy procedure, the image on the evis exera gastrointestinal videoscope changed to black and was blinking. While waiting for a new scope, the procedure was delayed for thirty minutes, however the wrong scope was brought in and the delay extended more than 30 minutes. The procedure was then continued and completed successfully with a third scope. There was no patient harm reported.